Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info received, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions that an av fistula or pseudoaneurysm are possible risks or situations associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.

Event description:
It was reported following a percutaneous procedure an 8f angio-seal vip was used. Twenty four hours later, the pt experienced a pseudoaneurysm, confirmed by ultrasound. Manual compression was used successfully to treat the pseudoaneurysm. The pt was taking prescribed anti-coagulant medication.